Manufacturer narrative:
Vyaire file identification : (B)(4). At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported blender is stuck at 21 percent on the avea ventilator. The customer reported that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue was duplicated and determined to be due to the o2 blender assembly and actuator. The o2 assembly will be removed and scrapped. The o2 blender will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information is available.